Manufacturer narrative:
On (B)(6) 2024 mentor became aware that lot number and correct date of event were erroneously omitted from the initial report submitted. The lot number is 5855651. The correct date of event is september 11, 2024. A manufacturing record evaluation was performed for the finished device 5855651 number, and no non-conformances were identified. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. The investigation of the photograph provided was completed by the failure analysis lab on (B)(6) 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 700cc mentor memorygel breast implant placed experienced left sided rupture post procedure. The rupture was discovered through a physical examination. As a result, explant was performed on (B)(6) 2024.